Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved spinning spiros¿ where the customer reported that while administering epirubasin drug to a patient, there was a leak. The product was contaminated or contains a biohazard or chemotherapeutic agent. No one was harmed as a result of the reported event. The status of the product at time of event was during use on patient. Unknown if how long was it in use. Someone become aware of the issue while using the device. The reporter stated that, the product stored in a drawer in the treatment room. No any cuts, holes or defects noted on the product. There was unprotected chemo exposure, epirubicin leaked from spiros. Not directly contact with the patient or health care provider as nurse had gauze under the syringe and 3-way tap but was exposed to any airborne particles.

Event description:
Update: additional information was received stating the following "spinning spiros used on end of bolus syringe appeared to fail. Epirubicin leaked from spiros onto the gauze held underneath".

Manufacturer narrative:
No 011-ch2000s-c product samples, videos, or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot 13796755 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. D9 - device available for evaluation: no.